Event description:
It was reported that during a navio preventative maintenance, the lead nut screw of a navio handpiece was broken. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial (B)(6) and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The lead screw nut was rotated by hand and was found to be broken at the threaded region a review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is lock screw nut thread failure. The reported allegation was investigated via a CAPA; a revision was made to the snaplock screw nut mechanism that included a pin that fixated the lock screw nut into place. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.